Event description:
It was reported to boston scientific corporation that a lithoclast ultrasound probe was used during a pcnl procedure performed on (B)(6) 2012. According to the complainant, the patient was being treated for a 2.5cm stone within the kidney. During the pcnl procedure , the lithoclast ultrasound probe broke midway along the length of the probe. The probe broke into 2 pieces, one of which fell into the patient. The piece was retrieved using a 3 pronged grasper. A second of the same lithoclast ultrasound probe was used along with the same console, hand piece, and foot pedal to complete the procedure without complications. The patient is over 18 and the patient's condition is reported to be fine.